Manufacturer narrative:
Pharmacovigilance comment: the serious event of vascular compression was considered expected and possibly related to the treatment. Serious criteria include the medical intervention to prevent permanent damage. The non-serious, expected event of discolouration at the implant site and the unexpected event of livedo reticularis were considered possibly related to the treatment. Potential contributory factors include injection technique. Potential etiologies include vascular compression. The case meets the criteria for expedited reporting to the regulatory authorities. Manufacturer narrative: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005

Event description:
Case reference number (B)(4) is a spontaneous report sent on 28-may-2019 by a physician which refers to a female patient of unknown age (initial and follow-up through doc-to-doc contact). No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date in (B)(6) 2019 (reported as last week at initial reporting), the patient received treatment with restylane lyft to nasolabial folds, less than 0.3ml to each fold (unknown lot number, injection technique and needle type). In (B)(6) 2019, unknown time after the treatment, the patient experienced artery obstruction/occlusion caused by the weight of the product(vascular compression) without perforation and skin became dark (implant site discolouration). It was an extrinsic occlusion due to compression. As corrective treatment, the patient received hyaluronidase [hyaluronidase] 3 hours after the occlusion and received predsim [prednisolone sodium phosphate], sildenafil [sildenafil] and acetylsalicylic acid [acetylsalicylic acid]. However, the patient had a poor clinical improvement. After 1 hour, hyaluronidase was injected again and the patient did not improve, worsening the livedo(livedo reticularis). Hyaluronidase was injected again guided by ultrasonography. Nevertheless, despite having a flow in the artery and in the nasal and supralabial area, the livedo was maintained. The patient did not progressed with necrosis. At the moment of the contact, the patient was well. Outcome at the time of the report: artery obstruction / occlusion caused by the weight of the product was recovered/resolved. Skin became dark was recovered/resolved. Livedo was recovered/resolved.